Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation with the pouch unopened. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink basic solution set was leaking at the connection to a non-baxter catheter. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.